Event description:
Complainant alleged that during functional testing, the device displayed a "check pads" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was replicated but not confirmed. The analog board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified and increase in trend.